Event description:
It was reported that the patients ipg was no longer holding a charge. It was also reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in the middle of (B)(6) 2021.